Event description:
A pt two days post surgery was sent to ER with a red streak from wrist to portion of upper arm and swelling. Initially admitted for what was though to be cellulitis but a veinous doplar test was ordered and the diagnosis was dvt.